Event description:
Dealer states, "the chair speed is varied. Had not checked the batteries." Dealer was taking information 3rd hand so he is going to troubleshoot more and call back. Nothing being replaced.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsiv, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the speed on the tdxsiv power chair allegedly varies. Dealer is to check the batteries and troubleshoot for more information. No injury alleged.